Manufacturer narrative:
(B)(4). Baxter received a request for follow-up from (B)(6) (FDA nurse consultant) on (B)(6) 2011: baxter (B)(4) has attempted to call the doctor on (B)(6). They received a call back on (B)(6) 2011 from the executive assistant of the doctor asking for details that she was to pass on to the doctor. The questions were provided. Baxter (B)(4) attempted to call again on (B)(6) 2011 to find out the status of the information and at this time has not yet heard back. A follow-up submission will be sent as soon as additional information is received.

Manufacturer narrative:
(B)(4): baxter received a request for follow-up from (B)(6) (FDA nurse consultant) on (B)(6) 2011: no additional information is currently available. Baxter (B)(4) has made three attempts to follow up with the reporter. Attempt 1: baxter (B)(4) contacted the surgeon's office on (B)(6) 2011 via phone. No additional information was received, but the questions were provided for the surgeon. Attempt 2: baxter (B)(4) contacted the surgeon's office on (B)(6) 2011 via phone. A voicemail was left for the surgeon, but no additional information was received. Attempt 3: baxter (B)(4) contacted the surgeon's office on (B)(6) 2011 via phone. Baxter (B)(4) was informed that the surgeon will be out of the office until (B)(6) 2011. Baxter will make subsequent attempts to contact the surgeon after the surgeon has returned to the office. A follow-up submission will be sent as soon as additional information is received.

Manufacturer narrative:
(B)(4). Received response from baxter (B)(4) that they have not received any follow-up from the reporter regarding this case, as such no further investigation is possible. If additional information comes available, it will be evaluated and a follow-up submission will be sent. This case will be kept on file for tracking and trending purposes.

Manufacturer narrative:
(B)(4). Baxter medical assessment: given the vagueness of the submitted information and the date of potential occurrence several years ago a causal relationship cannot be determined. Given the fatal outcome further investigation and professional follow up with the reporter is required. Patient diagnosis, associated pathology, risk factors and indication for surgery. Type of anastomosis (surgery) application device used and volume of product used. Has reporter been aware about swell warning in the IFU? What substantiates the suspicion that coseal could have caused or contributed to the fatal outcome (imaging study, clinical parameters, findings at subsequent surgery or autopsy findings)? If coseal has been the potential suspected cause of compression, have there been any attempts to decompress/remove the cause of compression, and if not, why? (B)(6). No additional information is currently available. Baxter is following up with the reporter to obtain additional information. A follow up report will be submitted upon receipt and evaluation of additional information.

Event description:
The operating surgeon reported that he used coseal on a certain type of anastomosis during a surgery a few years back. He stated that compression occurred (due to the swell factor of the product), potentially leading to the death of the patient. Since this incident, the surgeon has ceased the use of coseal in similar procedures. The exact occurrence date of the incident is unknown.